Event description:
A user facility submitted a repair request to the olympus service center, for the evis lucera elite gastrointestinal videoscope, had poor air supply and water supply, separation. Upon inspection and testing of the customer returned device, foreign object was found in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, curved rubber adhesive missing, curved rubber bond cracked due to external factors, air and water nozzles clogged and the draining function reduced due to due to handling insufficient cleaning, foreign object inside the nozzle, cracking of the illumination lens due to an external factor (tip collision) recognized, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to the elongation of the angle wire, scratches on insertion tube, wrinkles in the insertion tube, scratches found on objective lens, scratches found on operation part, dirt on the operation part that difficult to remove, scratches found on the tip cover, scratches found on the switch box, suction cylinder scraped, scratches on operation unit cover, scratches on the up/down knob, scratches on the up/down angle fixing lever, scratches found on the right/left knob, scratches found on the grip, scratches found on universal cord, scratches found on scope connector, scratches on the scope connector cover, scratches on the right/left angle fixing knob, and paint peeling on the suction cylinder. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the foreign material in the nozzle could not be identified. Also, regarding reprocessing, from the information that "oer-4 is used and properly conducted", reprocessing was conducted properly, but the cause of clogging with foreign material could not be identified. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.